Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the whole part of the battery side was gone. Customer¿s blood glucose level was unknown. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.